Manufacturer narrative:
Correction: in initial report, it was mentioned that originally, the patient was treated on (B)(6) 2001 which is incorrect as the right date is (B)(6) 2001. Placeholder.

Event description:
The clinic reported that a laser vision correction patient experienced post-laser ectasia that occurred after a 13 year laser procedure. The clinic reported the patient was originally treated on (B)(6) 2001. It was reported a 180 flap superior hinge, unknown hansatome. The patient requested an enhancement on (B)(6) 2014 and was diagnosed (dx) with ectasia on the right eye (od). Reviewed options with the patient and they are trying a contact lens (cl) fitting with their primary eye care provider. Pre-operative information: prescription (rxm) od - 3.25 - 0.25 x 017 20/20-, left eye (os) - 3.50 - 0.25 x 130 20/20. Pachymeter (pach) od 512/os 510. Conventional therapy (tx) od. 51um od, 49um os. Patient lost to follow up after (B)(6) 2001 post-operative at that visit, she was 20/20 od, 20/20 os without correction. On (B)(4) 2014 enhancement evaluation: visual acuity sans correction (vasc) 20/400 od, 20/40 os. Rxm od + 2.75 - 4.50 x 070 20/30+, plano - 0.75 x 083 20/20 os pachs 447 od, 471 os.

Manufacturer narrative:
Brand name is unknown as it was not provided. Model and serial number is unknown as to it was not provided. (B)(4) - ectasia has been provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. Device manufacturer date is not provided as to serial number of equipment is unknown. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
In initial report the following sentence "the patient requested an enhancement on (B)(6) 2014 and was diagnosed (dx) with ecstasia on the right eye (od)" had a typographical error for the ectasia word. Placeholder.